Manufacturer narrative:
In response to FDA report number mw5085879. The events of lymphoma and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "biopsied to be alcl" and "masses of right breast." Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "biopsied to be alcl" and "masses." Patient underwent chemotherapy and capsulectomy. Device has been explanted. Histopathological markers were not provided.